Event description:
I purchased byte aligners almost 1 1/2 yrs ago to correct an overbite on the upper part of my mouth. They started working good until halfway through the treatment, they stop fitting my mouth and started hurting, I call byte's clinical support, and they recommended I get my mouth molded again because my teeth were shifting, so I thought they means it's working but, in the end, it was not working but making my overbite worse than it was, now I am getting all the emails and letters telling me to stop using the aligners because they are worsening the treatment instead of correcting my overbite. The test was just the molding of the top and bottom of my teeth. Quantity: 15, frequency: twice a day, dates of use: 09/01/2023 - 12/15/2024.